Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl; cause was due to customer giving too large of a bolus for the amount of carbohydrates consumed. The customer consumed carbohydrates in order to address the low. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.